Event description:
Per the clinic, the recipient was experiencing intermittency with their device; however, the issue could not be resolved. Explantation and reimplantation is planned, however, has yet to take place as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015. The report is filed november 2nd, 2015.

Manufacturer narrative:
This report is filed (B)(6) 2015.